Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used to make an incision of the papilla of vater. According to the complainant, during the procedure, the device was used to cannulate. When they tried to activate the cut wire to incise the papilla of vater, the wire would not bow. Several attempts were made to bow the device and it would not bow. The device was removed from the endoscope and the device was bowed outside the patient. During this attempt, the device was able to bow but bowed more than usual. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; working length is kinked.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4) for the investigation results of working length kinked. A visual examination of the returned device found that the working length was twisted and the distal end was kinked. The cut wire was found to be intact. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The device was able to bow past the 90 degree minimum bowing specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the kinked working length is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.